Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-78562

Event description:
Customer's father reported that the reservoir was half full and insulin leaked past the 2 o rings. They tried to dry the insulin pump but fluid can be seen under the screen and the buttons are not responding. Blood glucose value was 200 mg/dl. Customer had reverted to backup plan.